Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Head was very loose; brush head detached in mouth including the metal pin/ screw [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on 22-apr-2017 that 2 oral-b power oral care refills precision clean from the last pack he/she purchased were used much shorter than the his/her teeth on (B)(6) 2017, the third brush head detached in his/her mouth including the metal pin/ screw. The consumer reported he/she did not swallow anything and spit it all out. No symptoms developed. The consumer reported he/she had been using oral-b brush heads to his/her full satisfaction for years. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On 29-apr-2017 follow-up via e-mail: the consumer reported the brush heads were from a pack of 4, and he/she still had a brush head out of this packaging and a used brush head. The consumer reported that the gray logo remains visible when scratched with a coin. No further information was provided.